Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance and high capture thresholds. It was noted that the lead was not functional or operative. The lead was programmed off. The patient will continue to be monitored. The physician has decided not to implant a new lead due to patient condition. The lead remains in use. No additional adverse patient effects were reported.